Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was having issues registering a prone patient. The site was receiving a 2.7 mm metric but when verifying registration. It was inverted in the a/p direction. Technical services (ts) suggested adding touch points to correct the inversion. The site was able to correct the orientation of the registration but the accuracy was not what they wanted. The site aborted the use of the navigation system and switched to a different medtronic navigation system. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.